Manufacturer narrative:
It was reported that the customer was unable to insert the bone tap and therefore an attempt to insert the screw without tapping was made. Suspected root causes: failure to tap prior to insertion; hard, dense bone.

Event description:
Customer reported that the screw broke in half during insertion. The distal part of the screw was reported to provide adequate fixation and remains in the pt. The proximal half of the screw was retrieved.